Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the shocking stimulation with the device off was not determined. However, it was discussed that it may be her original chronic pain. The device was turned on, and the patient has had relief from a recent injection and she has not had the shocking pain since. The patient indicated that she would keep track of the shocking stimulation sensation and keep the manufacturer representative and physician updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). It was reported that caller reported that the patient had a pocket revision in (B)(6) 2020 and since then has experienced shocking surging stim from butt and down leg when the ins reaches around 50%. Rep interrogated ins and found that stim has been off for past 30 days and patient has felt this sensation. Reviewed it may be presence of ins, pressure on nerve. Patient has not reportedly had a weight change and currently weighs (B)(6). Patient recently had a nerve block and hasn't felt the pain since then. Reviewed could be normal pain that the ins was there to cover and with the stim off she has felt her normal pain again.